Event description:
It was reported through remote transmission, episodes of vt were observed. Review of the episodes revealed that the patient received inappropriate atp therapy for svt. Programming changes were recommended.

Manufacturer narrative:
(B)(4).